Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that there was a crack in the insulin pump that caused a piece to come off of the insulin pump. She stated that there was also another crack that could cause the reservoir not to fit, if it were to break off. The customer did not know the blood glucose reading. She did not know how the damage had occurred to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.